Event description:
Bravo ph monitoring recorder failure. Bravo ph capsule is attached to wall of esophagus during endoscopy. During next 48-72 hours the capsule sends data to the recorder. Data is then analyzed to diagnose reflux disorder, and determine if pt will benefit from treatment and or surgery. The recorder failed displaying an error screen that the given imaging it support called a "fatal error" they replaced the unit the next day. The replacement recorder was received, calibrated and charged. It too has failed and is displaying the error screen. The 2nd unit has never been used. The 1st unit was used 4 times, with problems on 3 of the uses. Life use of the recorder is 100s of uses. Givens imaging would like to replace it yet again. Pts must weigh the risks vs. Benefits each and every time they undergo sedation, surgery and interventional procedures. I cannot expose pts to possibly repeat this risk and expense due to my experience with this product.